Manufacturer narrative:
Analysis determined that the stylet wire was bent in multiple locations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1bfa2, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an out of box failure. The rep reported that the stylet was bent inside the lead before use. The rep confirmed that this issue was present out of the packaging. The rep reported that a new lead was implanted instead, and the issue is considered resolved. No patient symptoms were reported. No further patient complications have been reported as a result of this event.